Event description:
It was reported that the 2.5 x 28 mm mini vision stent was implanted without issue in an un-specified coronary vessel. After implantation it was noted that the stent was expired in (B)(6) 2012. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the rx vision instructions for states: note the product use by date. In this case, the reported use after expiration date and off-label use appear to be user related. There is no indication of a product deficiency.